Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, removal difficulties were encountered. The location and nature of the lesion are unknown. Following use of the flextome otw 2.25mm x 6mm cutting balloon, the catheter froze on another manufacturer's guide wire. The cutting balloon and guide wire were removed together. The procedure was successfully completed with the placement of an unspecified stent. No patient injuries or complications were reported. The patient's status was reported as "fine". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the cutting balloon will not be returned for evaluation; therefore, a failure analysis of the cutting balloon could not be completed. A review of te batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.